Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm/ replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly with no issues. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. An additional observation not reported by the site was also identified: the instrument was found to have thermal damage on the bipolar yaw pulley near the grip base. The instrument passed electrical continuity. There was no insulation damage observed. The root cause of this failure is attributed to mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis found the maryland bipolar forceps instrument had thermal damage on the bipolar yaw pulley near the grip base. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument could not be opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but no additional information was provided.